Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by cloudy pd fluids and abdominal pain. The pt was hospitalized the same day. The cause of the peritonitis was not reported. Treatment was not reported. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was treated with unspecified antibiotics for the event. The patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born in 1988. Should additional relevant information become available, a follow-up report will be submitted.